Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) presented with high threshold measurements on this non-boston scientific his lead. This his lead was plugged into the left ventricular (lv) port. It was discussed that the his lead could be reprogram. Currently, this product remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).